Event description:
The reporter indicated that a 13.7mm vicm5_13.7; -09.00 diopter implantable collamer lens was explanted and replaced with another lens due to preference. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).